Event description:
A malfunction was reported, identified by a malfunction code ¿malf 9.¿ there was no adverse impact to the customer¿s blood glucose level. Technical support helped the customer reset the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue happened again, which the customer understood.